Manufacturer narrative:
On (B)(6) 2021, device evaluation was completed. Device evaluation summary: the product was returned to mentor for evaluation and mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the sm mpp gel 500cc breast implant had a crease/fold in the anterior view. Additionally, a tear was identified within the crease measuring approximately 8 cm. The evaluation determined that the cause of the rupture was consistent with normal wear. Instructions for use state that ruptures can occur at any time after implantation, but are more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it. Folding or wrinkling of the implant shell. Breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received two devices for evaluation, it cannot be determined which device is the suspect medical device for the reported rupture. Per information received with the devices, the devices were not damaged during explantation and it cannot be determined which device is the suspect medical device for the reported adverse event. The two received products have the same lot number, and hence both devices are being analyzed, and reported since they both seem to be damaged. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture. This medwatch report is for the patient¿s left-sided device. Hence, serial number under field d4 is updated to (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown side rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with 500cc mentor memorygel breast implant and experienced unknown side breast implant rupture. The patient underwent bilateral explantation and replacement with catalog number 3505504bc; serial number (B)(4) on the left side, and with catalog number 3505504bc; serial number (B)(4) on the right side on (B)(6) 2021. The rupture side is either left side with serial number (B)(4), or right side with serial number (B)(4).